Manufacturer narrative:
Follow-up #1: date of submission 08/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated as no defects were found. Investigation revealed an intact and undamaged keypad with fully responsive keypad buttons. Upon removal of the keypad cover, no contamination was found under the contacts. The pump was disassembled and no intermittent conditions were found on the keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was under-responsive to user presses. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery. There was no indication that the product caused or contributed to an adverse event.